Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by edwards implant patient registry, 3 years and 11 months post implant of a 26mm sapien 3 valve, the valve was explanted and replaced with a 19mm inspiris surgical valve. The reason for the explant is unknown.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings corrected h6- investigation conclusions the device was not returned for evaluation. The complaint for valve unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "3 years and 11 months post implant of a 26mm sapien 3 valve, the valve was explanted and replaced with a 19mm inspiris surgical valve. The reason for the explant is unknown". Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting is not available at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.